Event description:
I performed a test purchase of bimei breast form adhesive, a chinese product that is marketed as a medical-grade adhesive for mastectomy breast forms and prosthetics. The product is a class I medical device (product code gbj). The product does not appear to be registered with the FDA or labeled in accordance with part 801. For example, the label lacks the manufacturer place of business, directions for use, UDI, declaration of net quantity of contents, warnings, etc. Additionally, the product is a class 3 flammable liquid. However, there are no markings or warnings to indicate that it is flammable. It was also not packaged or shipped in compliance with iata and dot regulations. Here are a few of the product listings: https://www.amazon.com/bimei-adhesive-prosthetic-medical-mastectomy/dp/b0c33m4kdt, https://www.walmart.com/ip/bimei-breast-form-adhesive-prosthetic-medical-adhesive-glue-set-strength-to-go-braless-silicone-adhesive-remover-mastectomy-50g/2208162210?from=/search. I performed a test purchase to evaluate the product labeling and shipping, which were not found to be in compliance.